Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-12-28 h6: investigation summary a device history record review was completed for provided lot number 2102434. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four samples were returned for evaluation by our quality engineer team. Two samples were used with broken plunger rods and two samples were unused. All of the samples showed a scale marking with a scale of 0.05 ml increments and a zero-line position that was within specifications. Twenty retained samples were also obtained for examination. A dose accuracy test was performed, and the results showed that the products were in compliance with the standards for sterile hypodermic single use syringes. Since the single dose accuracy results were found to be within specifications, an exact cause related to the manufacturing process could not be determined for this incident. It has also been confirmed that the design of the scale for the solomed syringes is in compliance with specifications.

Event description:
It was reported syringe solomed 2pc 2ml 25x5/8 fixed cn the following information was provided by the initial reporter, translated from chinese: "they found that the capacity of this batch is different from the previous batch and other brands of syringes. The 1ml vaccine uses the syringe scale of this batch to be 1.05 or 1.1ml. , and when using the old batch and other brands, it is 1ml.

Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe solomed 2pc 2ml 25x5/8 fixed cn. The following information was provided by the initial reporter, translated from (B)(6): "they found that the capacity of this batch is different from the previous batch and other brands of syringes. The 1ml vaccine uses the syringe scale of this batch to be 1.05 or 1.1ml. And when using the old batch and other brands, it is 1ml.